Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event, a cardioembolic cerebrovascular event, and other unspecified injuries on unknown dates in (B)(6) of 2010. The plaintiff's attorney alleged that the decedent subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular, cerebrovascular, injuries) of two events reported for the same patient involving two separate products.